Manufacturer narrative:
On 18 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: the single image provided shows the presence of a proximal tibial fracture. Due to the little information provided, it is not possible to define the real cause of this event. It seems that no traumatic event was reported. Patient's characteristics such as female gender and age ((B)(6)) may be associated to the bone weakening that could have favoured the occurrence of fracture. However, based on the available information, the reason of this event cannot be determined. Batch review performed on 22 august 2017. Lot 152903: (B)(4) items manufactured and released on 06 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the primary surgery, the patient alleged the pain. X-rays was taken several days after and found the bone fracture. Hospitalization was prolonged.